Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: (B)(4)was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized due to testing positive for covid-19. The patient presented to the hospital for a ureter stent removal and incidentally was found to be positive for covid, the procedure was canceled. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized due to testing positive for covid-19. The patient presented to the hospital for a ureter stent removal and incidentally was found to be positive for covid, the procedure was canceled. The ventricular assist device(vad) exhibited a low flow alarm. The vad remains in use. No further patient complications have been reported as a result of this event.